Event description:
Pt reported obtaining back-to-back blood glucose results of 483 mg/dl, 97 ng/dl, and 289 mg/dl on the advantage sys. Pt indicated that, at the time the results were obtained, he was not experiencing symptoms of hyperglycemia. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the suspect test strips. At the time of the report, pt no longer had the test strips that produced the discrepant results. The suspect prod was not returned to the MFR for eval.